Event description:
It was reported via an email to the clinical support specialist (css) that "the md had a balloon rupture yesterday ((B)(6) 2014) and had some difficulty removing it". An update received on (B)(6) 2014 stated that there was no difficulty with the iab insertion which was confirmed with the md. The patient did not have tortuous anatomy. There were no alarms in the cath lab (cl) or upon arrival to the intensive care unit and no blood in the tubing. Prior to insertion, the fiberoptix sensor (fos) could not be zeroed. Upon insertion, the fos did not work and as a result, the central lumen was used for arterial pressure (ap) monitoring. The patient received intra-aortic balloon (iabp) therapy successfully and the pump did not alarm while awaiting transfer to another hospital. The patient was anticoagulated. The patient arrived at the second hospital for CABG (coronary artery bypass graft) surgery. Post-op when the iab was to be removed there were issues requiring the patient to go to the operating room for iab removal and a large clot was found in the balloon. The patient was discharged on (B)(6) 2014. Additional information received on (B)(4) 2014 stated that the sales representative (sr) met with the perfusionist on (B)(4) 2014 to discuss issues with case. Both the central lumen and the other radial line were clotted off so he had to run the iabp during open heart case with only ECG. The sr in-serviced the perfusionist on the iap and the cardiac care unit (ccu) staff on the care of the central lumen and protocol for discontinuing of the iab. The sr met with the CT surgeon on (B)(6) 2014. He stated this was the second iab that had ruptured and/or had to be surgically removed in the past year. The md stated that vacuum was pulled prior to removing iab. The md asked the sr to in-service the ccu and cl. The md gave the sr the name of the new nurse manager of the cl to arrange future in-servicing. The unit director and unit educator requested clinical education and the sr provided the ccs contact information. The sr will be at the hospital that inserted the iab in (B)(6) 2014 to in-service the staff on slaving per their request and also to discuss care of central lumen and fieroptic sensor (fos) connection.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.